Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. The issue was resolved by replacing the high flow regulator and air separator by field service investigation. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A user facility reported a saline bag back filled as pt was being set up for treatment. The pt was not connected to the machine at the time of the incident. The high flow regulator and air separator were replaced on machine by field service tech and machine was returned to service. No parts were returned for eval.